Event description:
During lead evaluation fluoroscopy revealed externalized conductor. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.